Manufacturer narrative:
A ge rep evaluated the system and replaced the rui console. System operates as intended. (B) (4).

Event description:
The customer reported, the system is displaying a motion sensor error. No patient injury was reported.